Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported that there was difficulty inserting the lead during implant. There was an out of box failure with the implantable neurostimulator. The lead would not insert into the header block and stopped at the screw. A different implantable neurostimulator was used and the situation resolved. Follow up was conducted to see if the ins was going to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.